Manufacturer narrative:
Zoll medical canada evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the log showed defib fault 72 occurs due to pressing the shock button immediately upon power cycling the unit. This error was induced due to the device not having enough time to communicate with the defib board. The log also shows a few times where the shock button was pressed but without first engaging the charge button which resulted in the unit to display the advisory messages "defib not charged" and "press charge." The device is designed to only perform a shock if a manual charge button press is registered before the shock button is pressed. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device displayed a "defib fault 72" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d4 (serial#). Evaluation: the customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll.